Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the customer reseated the sterile adapters and the issue was resolved. The system was verified and ready to use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer experienced non-intuitive movement on the universal surgical manipulators (usm) 1 and 4. The customer rebooted the system, but the issue remained. The technical service engineer had the customer reseat the sterile adapters and the issue was resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is due to an engagement issue, which can be caused by an improperly seated sterile adapter.

Event description:
Refer to h11 for follow-up information.